Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was implanted using a 9f amplatzer trevisio delivery system under intracardiac echocardiography (ice) guidance. Prior to the procedure, the patient was in sinus rhythm and was not taking any anticoagulant or antiplatelet therapy. During the procedure, no transseptal puncture was performed. Heparin was administered (total 6000 units), with an activated clotting time of 223 seconds after administration of 5000 units, followed by an additional 1000 units. Wire position was maintained in the left upper pulmonary vein, with no multiple wire or delivery sheath exchanges and no reported difficulty or multiple manipulations during device implantation. No protamine or reversal agent was administered. Following completion of the procedure, the patient was noted to have developed a small pericardial effusion. The effusion was circumferential, measuring up to 1.25 cm at its largest dimension, and was noted on the right-sided aspect of the heart and at the apex. No evidence of cardiac tamponade was observed. The patient was started on aspirin and plavix at the end of the procedure as daily therapy, and colchicine was administered; however, no procedural or surgical intervention was required to address the pericardial effusion. The effusion remained stable. The cause of the pericardial effusion was reported as unknown, and there was no confirmation that the abbott device was believed to have caused the effusion.